Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the atrial and ventricular pulse widths were out of calibration. The device was run in the environmental chamber running program 1 hooked up to a sigma pace 1000 for monitoring and it was noted that after 48 hours no anomalies were observed. 10x loops of vxi test steps 1004 through 1010, 1012 through 1018 and 1021 were run with no anomalies observed. Analysis did note that the ring cover was broken, the ring was missing and the keyboard pad was scratched. The device was being returned to the customer unrepaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had its atrial and ventricular pulse widths out of calibration. The generator was returned for service. No patient complications have been reported as a result of this event.